Event description:
It was reported that "during accucath training today, clinician was sterile about to pick up the catheter out of the intermediate kit and the safety was already engaged, leaving no needle to access the vein. We had to open a new kit."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the accucath safety being engaged upon opening the packaging is inconclusive due to the condition of the returned sample. One 20 ga x 2.25 in accucath ace was returned for evaluation. An initial visual observation showed no use residues throughout the returned device, and the safety was engaged upon the return of the device. The catheter was returned overlayed on the guidewire. Functional testing of resetting the safety and activation of the safety was unremarkable. The complaint of an accucath safety being activated upon opening the package is inconclusive due to the sample being returned opened. It is possible for the safety to become engaged due to accidental contact with the safety button during device manipulation prior to or during attempted use.

Event description:
It was reported that "during accucath training today, clinician was sterile about to pick up the catheter out of the intermediate kit and the safety was already engaged, leaving no needle to access the vein. We had to open a new kit."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon.